Event description:
Phlebitis occurred. The line was placed in 2000, four days later phlebitis was noted the nurses treated with warm wet compresses and the condition began to improve. Three days later the line was removed because it was not needed any longer.